Event description:
It was reported the patient developed an infection. No patient injury was reported. Patient outcome was reported as "ok."

Manufacturer narrative:
Product ID 39565, serial# unknown, product type lead product ID 37081, lot# unknown, implanted: 2012-(B)(6), product type extension product ID 37081, lot# unknown, implanted: 2012-(B)(6), product type extension. (B)(4).